Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - failed back surgery syndrome/ spinal pain. It was reported that the patient did not think the neurostimulator (ins) and lead were still connected because he had multiple spinal surgeries for his scoliosis and most of his spine was fused. Caller was redirected to healthcare provider. No further complications were reported/anticipated.